Event description:
Customer reported that the insulin pump alarmed button error while trying to bolus. Device was not exposed to moisture. Blood glucose value is 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error during boot up due to flattened dome switch on the act button. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.